Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Cotton part had separated at the end - tampon device physical property issue. Case narrative: consumer reported via e-mail that the cotton part of the tampon separated. No injury reported.